Event description:
It was reported that during the implant procedure the right ventricular (rv) lead initial position had high threshold. The physician moved the lead and while screwing the lead back in the lead bounced and dropped off from the myocardium. During implantation of the lead the patient complained of feeling suffocated. Post operatively it was discovered that a perforation occurred and there were pericardial effusions. The patient was transferred to another hospital for treatment. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-53, lead, implanted: (B)(6) 2014. (B)(4).